Manufacturer narrative:
The patient's attorney initially reported a composix kugel mesh, which was filled with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on a review of the medical records, the patient had an inguinal hernia repaired with a composix kugel mesh in (B)(6) 2005. Four years later, the patient was admitted with a partial small bowel obstruction and severe diverticulitis. Adhesions were lysed down to the mesh, which was said to be curled down and have a piece of small bowel fistualized to it. The mesh was removed and a small enterotomy was made. The repair was made with sutures. Subsequently, an incarcerated piece of small bowel was noted to be stuck in her right lower quadrant, and a 2-3 cm hernia was detected and identified as the source of the bowel obstruction. A composix l/p mesh was used in this repair. A followup exam two weeks later noted that the wound was well-healed. Nearly a year later, the patient's wound had opened and the mesh had become exposed and was initially clinically infected. The patient was treated with antibiotics and a wound vac. During an office visit one week later, the physician noted that the mesh did not appear to be infected, and there did not appear to be local infection around it. No medical information was available beyond this office visit. While there is no indication that the mesh contributed to the reported infection, the product's IFU states that if an infection develops, to treat it aggressively, and that an unresolved infection may require removal of the prosthesis. Currently, it is unknown whether the mesh may have contributed to the alleged event. No specific device failure has been alleged, and the medical records do not indicate a failure of the mesh. Based on the information provided, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by patient's attorney: on (B)(6) 2005 - office visit: repeat evaluation for incisional hernia. Discussed need for weight loss in 2003 before considering hernia repair. On (B)(6) 2005 - inguinal hernia repair with large intra-abdominal composix kugel mesh, incidental appendectomy. On (B)(6) 2006 - office visit: incision healing without difficulty. On (B)(6) 2006 - office visit: no problems, swelling resolved, no pain. On (B)(6) 2009 - diagnostic laparotomy with lysis of adhesions and removal of infected mesh, debridement of abdominal wall, small bowel resection, small bowel repair, ventral hernia repair with composix l/p mesh. Small enterotomy made with minimal spillage of small bowel content. On (B)(6) 2009 - ER for possible wound infection, ventral hernia scar healing well. Placed on antibiotics. On (B)(6) 2009 - incision well healed. On (B)(6) 2010 office visit: mesh has become exposed, initially clinically infected. Continuing wet-to-drys until wound vac. On (B)(6) 2010 - office visit: some granulation seen over exposed mesh. Mesh does not appear to be infected.